Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, there was a bga failure at the u104 (pxa) and u1003 (pld) components. The cause of the bga failure cannot be positively identified. The root cause of the inability to charge the battery packs cannot be distinguished between the contamination and the bga failure. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.